Event description:
Report received of an over-delivery as a result of patient tampering with the device. In 2002, the pump was programmed to deliver in the pca only mode, morphine 5mg/ml with a 0.5 ml pca dose, 15-minute patient lockout and no 4-hour limit was selected. After an unspecified length of time, the pump alarmed with a check syringe message and the syringe was found "pulled out, loose" from the cradle assembly. One to two ml of morphine were reportedly missing from the syringe. There was no reported adverse patient effect. The syringe was repositioned and the therapy was continued. The next day at 7:30am the syringe was checked by a nurse and was found to be in the correct position and the pump was functioning correctly. At 8:00am, after the patient reportedly went into the bathroom, the pump alarmed with a check syringe message. The same nurse checked the pump and found the syringe out of the cradle. She stated "the top was off the syringe" and 20 mg of morphine was missing from the syringe. The patient reportedly received approximately 20mg of morphine; however, there was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.